Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Event description:
It was reported that 66 bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes experienced tubes/extenders with molding defects that can be used. Product defects were noted prior to use. The following information was provided by the initial reporter: dented 9063509 and 9008744.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9063509. Medical device expiration date: 2021-03-31. Device manufacture date: 2019-03-04. Medical device lot #: 9008744. Medical device expiration date: 2021-01-31. Device manufacture date: 2019-01-08.

Event description:
It was reported that 66 bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes experienced tubes/extenders with molding defects that can be used. Product defects were noted prior to use. The following information was provided by the initial reporter: dented 9063509 and 9008744.